Event description:
It was reported that shaft break occurred requiring a cut down for removal. The 50-60% stenosed target lesion was located in the mildly tortuous external iliac vein. An xxl/18-4/5.8/75 balloon catheter was advanced for dilation. However, during the procedure, it was noted that the catheter shaft broke off inside the patient, requiring a cut down to remove the broken piece. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient is expected to fully recover.

Event description:
It was reported that shaft break occurred requiring a cut down for removal. The 50-60% stenosed target lesion was located in the mildly tortuous external iliac vein. An xxl/18-4/5.8/75 balloon catheter was advanced for dilation. However, during the procedure, it was noted that the catheter shaft broke off inside the patient, requiring a cut down to remove the broken piece. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient is expected to fully recover. It was further reported that the device broke during the procedure which caused the part that broke off to be stuck with no way to retrieve except cut down.

Manufacturer narrative:
Updated h6: evaluation conclusion codes. B5. Describe event or problem: added information, based on additional information.